Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to damaged presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to damaged presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the "unintended use error caused or contributed to event" conclusion code was based on the details reported, this lead may be damaged due to the physician accidentally cutting the lead when connecting it to the pulse generator during replacement.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to damaged presented. No additional information is available at the moment. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the "unintended use error caused or contributed to event" conclusion code was based on the details reported, this lead may be damaged due to the physician accidentally cutting the lead when connecting it to the pulse generator during replacement.